Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away because patient never recovered. Device will not be returned for evaluation, autopsy will not be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the patient expired on (B)(6) 2020. The patient was implanted with heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), on (B)(6) 2020 and reportedly never recovered. No alarms were reported for this event. The outcome was reportedly not device- or therapy-related. Hm3 lvas, serial number (B)(6) was not explanted for evaluation. The hm3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.